Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed, a supplemental report will be submitted. The device history record review was completed and all inspections passed with no non-conformances.

Event description:
It was reported that the 93522 co set cable would not read a temperature of the injectate at all and it would read the temperature low. If the temperature was read low it would give falsely high values for cardiac index output and skew the rest of the hemodynamic profile. When comparing these thermodilution values to the fick cardiac index and output calculated from an svo2 from the same patient it was clear that something was amiss. They knew when they were receiving outputs of 14 to 15 there was no way it was accurate. Patients were not treated based on these numbers. They were able to troubleshoot by exchanging the suspect cable. Patient demographics were unavailable. This was during use.

Manufacturer narrative:
After several attempts made to request product return from the customer, there was no response received for the tracking number. The product was not returned for evaluation. If the product does arrive, a supplemental report will be submitted with the evaluation findings.